Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable pacemaker declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was recommended device replacement. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return.

Event description:
It was reported that this implantable pacemaker declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was recommended device replacement. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.